Manufacturer narrative:
Manufacturing evaluation: investigation: one device without clips arrived in a decontaminated condition and it was available for investigation. One empty cartridge was in a clean status with visibly damaged nose but without the broken fragment. We made an optical inspection of the fracture surface and no abnormalities were detected. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most likely usage related. Rationale: according to the quality standard and device history records (DHR) files a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. Investigations lead to the conclusion that the visible damage was caused by improper handling. The breakage could have been during application by contact with another instrument or something like that. There is the possibility of an assembly error and this would result in pre-damage. The breakage could have been favored by the pre-damage during application. Since the used cartridge is without clips we cannot determine or understand the complained error.

Event description:
It was reported that there was an intraoperative issue with challenger clips. During an unspecified procedure, the clips were misfiring. The facility was concerned about a possible material defect or processing errors. Additional information was not provided, although it had been requested.